Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 24 ga 0.56 in experienced defective/damaged tubing and leakage from tubing. The following information was provided by the initial reporter: a pharmacy manager informed bd of an issue that happened with a product. 383530 lot 9144509 was inserted into the patient. The tubing had a pin hole in it and blood leaked thru it.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 24 ga 0.56 in experienced defective/damaged tubing and leakage from tubing. The following information was provided by the initial reporter: a pharmacy manager informed bd of an issue that happened with a product. 383530 lot 9144509 was inserted into the patient. The tubing had a pin hole in it and blood leaked thru it.